Event description:
Screw breakage was noted during revision surgery. Revision surgery was done due to healed fracture. During the surgery, it was found that the one of the distal screws was broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.